Event description:
It was reported that the bd 13 mm ss vial access device had flow issues - fluid blockage. The following information was provided by the initial reporter: material: 2203e batch: 24036117. It was reported by the customer that they were with the patient and witnessed the patient follow all of the preparation steps correctly, but the sterile water would not inject into the vial using the vial adaptor and instead sprayed out the sides making for an insufficient amount of medication to administer. Description: email received from accredo. Patient identifier (B)(6) reference number - (B)(4). Per (B)(6) rn from physician office, winrevair 60mg vial malfunctioned at the cap, leaking medication. Inbound contact from hcp, caller verified the pqc issue was a vial adaptor malfunction. Caller states they were with the patient and witnessed the patient follow all of the preparation steps correctly, but the sterile water would not inject into the vial using the vial adaptor and instead sprayed out the sides making for an insufficient amount of medication to administer. Caller verified there was no issue with any other aspect of the kit and no damages were noticed. Patient did miss a dose due to waiting for a replacement but did not experience any side effects or symptoms. Product was disposed in the sharp's container at the medical facility, pictures are unable to be sent, and product cannot be obtained. No additional information provided. Please see ae case filed: (B)(4).

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer, but they reported on material 2203e, lot 24036117. The customer complaint of clogged / blocked could not be verified due to the product not being returned for failure investigation. Due to an increase of complaints reported by merck for smartsite occlusion, a corrective and preventative action assessment was carried out for the failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.